Manufacturer narrative:
A life cycle engineering (lce) investigation was performed in order to determine the root cause of the reported issue. According to lce investigation report following was found: a root cause analysis has been performed by our life cycle engineering. The most probable root cause could be determined. The returned flat plug has been damaged by heat. This was caused by a crimp connection with bad quality induced by an inappropriate tool as well as a scarce designed wire size and an additional heat effect of the mains switch to which the flat plug is connected. Thus the failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet "cardiopulmonary¿s" trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The mcp field service technician was on-site on 2019-03-27 to perform service. He replaced the defective cable lug. He used a cable lug for a 1.5mm2 braid and proper insulation. Furthermore, the cable lug was fixed well. Leak test done and flow measurement was verified. Electrical safety test as well as functional test and diagnosis were carried out by the customer himself as part of the maintenance work. The customer is trained to perform services on hcu 40 devices. In order to investigate the root cause of the melted power cord, an RMA was started to return the defective part in our mcp life cycle engineering. The investigation is pending since the part is not received yet. A supplemental medwatch will be submitted after new information has been received. Reference exemption # e2018002.

Event description:
The mcp field service technician was onsite to perform fsca# fsca-2018-11-19. When he wanted to start with the fsca procedure he found that the base insulator of the power cable was melted and the copper wire was visible. Furthermore, the wire gets hot when the device is melting on the ice block. No patient involvement. (B)(4).